Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi conditions") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, weight increased and abdominal distension outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), gi conditions, weight gain, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Case became incident. Injury event was updated to pelvic pain. New events added: dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), gi conditions, weight gain, bloating. Outcome of the event menorrhagia was updated to recovered/resolved. Reporters and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.